Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device defect that is considered reportable was recognized when the device was returned to the manufacturer; therefore, the date of awareness is considered the date the device was received by the manufacturer. The returned guide wire had its coil wire elongated distally to the proximal middle solder. At approximately 70 mm from the proximal middle solder the core wire was found fractured. The elongated coil was not fractured and a ball tip remained attached at the distal end. Proximal side of the core fracture was observed under a microscope. It revealed that the core wire was fractured at soldering and the diameter of the fracture end became smaller, suggesting the core wire fracture was due to tensile stress. To observe the distal side of the core wire fracture, the core wire was exposed. It revealed that the core wire was fractured at approximately 7.5 mm from the distal end, including the ball tip. Both fracture ends of the core wire and the twist wire (that lies next to the core wire) became smaller in diameter as seen on the proximal fracture site. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the core wire fracture occurred due to tensile stress exceeding the product's design limit applied when the guide wire was inserted into and manipulated in the concomitant guide catheter. There was no indication of product deficiency. Although no adverse patient was reported, a possibility could not be ruled out that the wire could have separated and remain in the anatomy if this were to recur in the vasculature. Instructions for use states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged; and, [adverse reactions/events] separation or breakage of the guide wire.

Event description:
Reportedly, during a pci to treat a mildly tortuous/circumflexed lesion in the lad, the subject guide wire was inserted into a guide catheter. The physician found something wrong with the coil segment of the guide wire and removed it from the guide catheter. The guide wire was in the guide catheter and did not reach to the coronary artery so that there was no adverse impact on the patient.